Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator was showing error code 10: device disabled, and that while interrogating the device, the patient's generator showed up as the incorrect model and serial number, as well as a software incompatibility malfunction appearing. It was further reported that the patient was hospitalized due to increased seizure episodes and experiencing new seizure types. It is believed this is due to a vns malfunction. The physician confirmed that no trauma or anything out of the ordinary occurred that could¿ve caused the device to malfunction. A generator reset was attempted, although unsuccessful, as the same error message of software malfunction was seen. The generator reset malfunction, increased seizures and new seizure type are reported on in MFR. Report # 1644487-2025-00243.

Event description:
It was further reported that the patient had undergone a battery replacement due to the generator incompatibility message which read "incompatible generator - this software is not compatible with this model of generator (error code 125)." The generator replacement is reported on in MFR. Report # 1644487-2025-00243.

Event description:
Product analysis was completed on the returned generator related to report 1644487-2025-00243. Analysis of the device revealed that the generator firmware was corrupted which caused the generator to reboot in a looped state. During these reboots, the device was not supplying stimulation which caused the increased seizures and change in seizure pattern. The looping of the reboots contributed to the issues observed on the programming tablet. The generator reboot, increased seizures and change in seizure pattern is captured in report 1644487-2025-00243. No other relevant information has been received to date.